Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was dim and discolored. This report is made based on results of investigation completed on 05/02/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/02/2014 with the following findings:visual inspection of the pump found some cosmetic damages. The battery compartment was found to have cracked below the finger pad. The pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts. Unrelated to the casing and dim display issues, it was observed that the display lens was scratched and the bolus button cover was torn while the button responded properly. (B)(6).